Event description:
The user facility reported that the device overheated during procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Executive summary updated to reflect updates from customer. Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated during a procedure. Additional information has been requested from the user facility.